Event description:
Additional information was received. The tass episode is resolving and patient's last visual acuity approximately two months post op was 20/25.

Manufacturer narrative:
Updated b5, b6, g3 and h2.

Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the right eye, the patient presented with corneal edema, pupillary membrane and fibrin in anterior chamber. Intraocular injections of ceftazidin, vanco and decadron were given. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). In the surgeon¿s opinion, the most likely cause of the event is inflammation, possible infection. Patient outcome is unknown. Additional information was requested, but not received. The following medications were prescribed (for use at home post-operatively): predforte 1 drop every hour. Vigamox 1 drop 4x a day.